Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/incorrect in the initial report. The information has been provided in section b5 with this report.

Event description:
Missed/incorrect description: the fracture was for the february 23, 2019 event in case(B)(4). This case is for aug 6, 2016 event. Please see case(B)(4) for the jun 27, 2016 event, case(B)(4) for the jan 1, 2018 event, and case(B)(4) for the mar 14, 2018 event. Please see case(B)(4) for the feb 23, 2019 event, case(B)(4) for the apr 5, 2019 event, case(B)(4) for the jun 14, 2019 event, case (B)(4) for the oct 27, 2020 event, case(B)(4) for the oct 31, 2020 event, case(B)(4) for the jan 1, 2021 event, case(B)(4) for the jan 7, 2021 event, and case(B)(4) for the jan 9, 2021 event. Per follow-up notes, on december 21, 2022, customer reported that she had a low blood glucose on (B)(6) 2016 and was treated by paramedics at her home. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia. The customer reported altered mental status, and loss of consciousness which caused the customer to fall resulting in a fracture of the second metatarsal bone on the left foot, lisfranc's sprain, and left foot pain. The customer was attended to by the emergency department for treatment. The customer also reported a broken retainer ring on the insulin pump. Troubleshooting was not performed. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode smart guard feature was active at the time of the low blood glucose event. The customer discontinued using the device and the insulin pump will not be returned for analysis.

Event description:
The fracture was for the february 23, 2019 event in (B)(4). This case is for aug 6, 2016 event. Please see (B)(4) for the jun 27, 2016 event, (B)(4) for the jan 1, 2018 event, and (B)(4) for the mar 14, 2018 event. Please see (B)(4) for the feb 23, 2019 event, (B)(4) for the apr 5, 2019 event, (B)(4) for the jun 14, 2019 event, (B)(4) for the oct 27, 2020 event, (B)(4) for the oct 31, 2020 event, (B)(4) for the jan 1, 2021 event, (B)(4) for the jan 7, 2021 event, and (B)(4) for the jan 9, 2021 event. Per follow-up notes, on december 21, 2022, customer reported that she had a low blood glucose on august 6, 2016 and was treated by paramedics at her home. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect information in the h6 section. Fracture with health effect - clinical code 1870 is no longer required for the reportable event. Kindly ignore.